Event description:
The customer contact reported the device alarmed with a s321 (motor error pmc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 malfunction alarm code. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing the device alarmed with a s321 malfunction alarm code. During further testing at the service center the device mechanism using a test device did not alarm with a s321 malfunction alarm code. During a review of the device history the s321 alarms were fond to be "pump motor lack of movement". The probable cause for the customer reported s321 malfunction alarm code may be due to a broken motor encoder or high drive train friction in the motor. This report represents all the information known by the reporter upon query by hospira personnel.